Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine experienced multiple failures. A field service engineer found the bio ID stuck with a white light and not reading fingerprints. After toggling the auto-login box and unplugging the station for two minutes, the bio ID reinitialized, and the user was able to log in with a fingerprint. The escort was shown how to shut down and unplug the station if the issue happens again. Users were also informed they could use a password to bypass the bio ID. The bio ID was tested in hardware test application and fingerprint login was confirmed to be working. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis machine has multiple failures. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.